Event description:
A user facility reported that an intraocular lens (iol) was exchanged for a different model due to residual cylinder that the surgeon was unable to correct. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 11/22/2010, 11/24/2010, 11/30/2010 and 12/09/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).